Event description:
This was a left heart catheterization through the right femoral access on (B)(6) 2014 where the arstasis device was used for closure. The pt experienced pain in the right foot and leg, soon after the procedure. The pt was discharged from (B)(6) center. On (B)(6), the pt had critically ischemic right foot, however leg was still viable. The pt had no palpable pulse in the right lower extremity. The traumatic occlusion of the right common femoral artery was suspected. Pt was taken to the vascular lab for evaluation and treatment. A massive intimal injury was identified, which appeared to be a snow plowing type of injury with bunching of the intima from the distal common femoral artery into the distal external iliac artery, with associated thrombus. The damage intima thrombus were separated from medica and successfully removed without further damage to artery. Good proximal and distal endpoint of the intima was achieved, but also tacked with two 7-0 prolene suture to avoid intimal flap then after endarterectomy was checked for residual debris and none was found. A vascu-guard patch angioplasty using 5-0 prolene suture was used. The artery was flushed, irrigated and patch angioplasty was complete. Good patency of the repair segment. The pt had first dopplerable, then palpable pulse on right posterior tibial artery. Careful hemostasis was obtained and wound closed over the 10mm jp drain which was brought out through a counter incision and affixed to the skin with a stitch. A sterile dressing was then placed. The pt tolerated the procedure well.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record and complaint history for this lot was not performed. The axera 2 access system instructions for use (IFU) was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.